Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 "machine pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1109 "machine pressure sensor autozero failed" error occurred. The remote service engineer (rse) evaluated the device with the customer and found that the 1109 error code was logged. The rse reviewed the suggested repair per the service manual with the customer, advised the customer to replace solenoids 2 and 4, informed the customer to perform testing after the replacement, and provided the customer with the part number and price of the replacement solenoid valve for repair. The customer ultimately ordered and installed the replacement solenoid valve, after which the issue was resolved. The device passed the required performance verification tests per philips standard. If additional information becomes available a follow up submission will be completed.